Manufacturer narrative:
Correction to the narrative below which should read as follows: the authorized distributor's field service engineer (fse) checked the iabp and found that there was leakage in the k6/k7/k8 drive manifold valves. The fse replaced the drive manifold valves, and the problem was resolved. The iabp was returned to the customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The business unit's (bu) field service engineer (fse) checked the iabp and found that there was leakage in the k6/k7/k8 drive manifold valves. The fse replaced the drive manifold valves, and the problem was resolved. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, it produced a "low vacuum" alarm. No adverse event has been reported.